Event description:
It was reported that during a gastric bypass procedure, a plcr60b reload failed to deploy staples or cut tissue when the fire button on the accompanying i60 was pressed. A second plcr60b produced some malformed staples upon firing. The pt was not adversely affected by the malfunction.

Manufacturer narrative:
Both plcr60b reloads were returned, and visual inspection showed that both had been fired. Since the reload is intended for single use, it cannot be fired more than once. Thus the report that one reload failed to fire when the fire button of the i60 was pressed is not an indication of a product malfunction. Visual inspection also showed that the second reload had damage consistent with its having been improperly loaded. The improper loading is believed to have contributed to or caused the observed staple malformation.